Event description:
It began with some neck pain. Had an xray and an MRI which were negative. Continued with increasing pain into my mid back neck lats. Started with chronic fatigue, depression, brain fog and muscle weakness. I am an avid lifter and could barely continue my sport. Continues to get worse. The pain was unbearable and the neurological symptoms were as well. I couldn't sleep, gained weird looking fat, severe anxiety and depression, apathy, all joy for anything in life was gone. Was hospitalized. Did blood work, bone scans, mris, ortho, oncology, rheumatology etc. Nothing showed. They diagnosed me with fibromyalgia and osteoarthritis. I continued to get sicker to the point I could barely work, would just cry. Back and neck and shoulder pain so severe it would cramp and take me to the floor. I had deep tissue massage, chiropractic, but no improvements. I felt like I was dying inside.